Event description:
Event description boston scientific received information that this ventricular lead had displayed a loss of capture, and a revision procedure was performed. The lead had grown into the tissue and was unable to be expalnted, it was therefore surgically abandoned and replaced.